Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation. The device was returned to an olympus service center for evaluation. It was determined that the lamp would flicker or not light up due to the failure of the lamp ignitor board. The cause of the board failure was attributed to more than 6 years having passed since the subject product was manufactured, and it is presumed that the parts on the ignitor board were worn away and failed due to repeated use for a long period. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the lamp of the device was flickered. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.